Event description:
It was reported that in the study "midterm results of a contemporary, porous-coated acetabular system in patients undergoing primary total hip replacement for degenerative hip disease: a prospective, multicenter study", one patient had full revision due to deep hip infection.

Manufacturer narrative:
The device, used in treatment was not returned for evaluation. Without the actual product, product evaluation could not be performed and complaint could not be confirmed. According to clinical/medical investigation, it was reported that all study participants received an r3 acetabular shell with stiktite porous coating (s+n) with sizes ranging from 48 to 68m od along with either a 10-mrad irradiated and remelted xlpe liner or an alumina ceramic liner with various stems. The article documented that 3 patients underwent component revision or removal and all 3 were revised to pe liners which occurred prior to the subject¿s 3-month follow-up visits. Within this group, 2 femoral stem revisions for periprosthetic fracture (case-2020-00011957), and 1 for a deep hip infection requiring full explanation of all components. No patient specific documentation or information has been provided for inclusion in this medical investigation as of the date of this assessment. In conclusion, based on the article information provided, the root cause of the 3rd revision was reportedly a deep hip infection; however, no lab/pathology result was referenced in the article and a root organism could not be identified. The patient impact beyond the reported symptoms and subsequent revisions noted in the article could not be expanded upon without patient specific documentation. Without the actual product and lot numbers, involvement in the r3 shell recall event could not be confirmed. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. As device information was not made available, device history record , risk management review and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.